Manufacturer narrative:
Results: the velocity was fractured at approximately 30.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a proximal shaft fracture. If the velocity is manipulated against resistance, it may become damaged and, subsequently, retracting the damaged device against the reported resistance may result in the device fracture. The root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system 4max reperfusion catheter (4maxc), a non-penumbra catheter, a non-penumbra stent retriever, and a guidewire. During the procedure, the physician advanced the velocity and stent retriever to the peripheral vessel of the occlusion and removed the guidewire. After completing the first pass with the stent retriever, the thrombus had moved to the peripheral vessel. It was also noted that the physician encountered resistance while withdrawing the velocity. The velocity was then removed from the patient and placed on the back table where the physician realized that it was broken approximately 130 cm from the distal tip, and the segments were attached by a braided wire. Therefore, the velocity was no longer used. The procedure was completed using a new velocity, the same 4maxc, the same catheter, a new stent retriever, and the same guidewire. There was no report of an adverse effect to the patient.